Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be conclusively determined. Selective angiograms including endoleak interrogation (i.e. Injecting contrast from several levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not available. Sufficient component overlap and adequate proximal and distal seal zones were observed, ruling out a type iiia ,type ia and ib endoleaks. A type IV endoleak is not considered to be a factor. This endoleak was possible a type iiib fabric endoleak. Anatomical considerations such as calcification was observed posteriorly in the aneurysm sac and the possibility of interaction with the stent graft leading to fabric abrasion cannot be ruled out. Moreover, it was reported that relining of the left limb stent graft resolved the endoleak. Retrograde flow from multiple patent collateral vessels into the aneurysm sac was also observed, most likely indicating the presence of a concomitant type ii endoleak at the time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 52mm abdominal aortic aneurysm. The length of the proximal aortic neck at implant was 23mm, with a diameter of 20mm, accompanied by mild vessel calcification and thrombus. The right and left iliac arteries have mild vessel calcification. Etbf2313c166ee was positioned from the right side. Etlw1613c124ee was implanted from the left. It was reported approximately 6 weeks post the index procedure, follow up CT scan revealed a clear type iiib endoleak in the left limb. The endoleak was located ± 14 mm cranial from the native aortic bifurcation and measured ± 9 mm in length. Per the physician the cause of the type iiib endoleak is due to a tear in the graft. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: an extension limb stent graft was implanted to treat the iiib endoleak. Post -operative contrast injection showed that the endoleak had resolved . The physician did not provide any possible cause of the endoleak occurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.